Event description:
It was reported that when the fixed water was drained and the foley catheter was attempted to be removed, there was resistance and only 9 mm of water was removed. Later, when tested outside the body, the fixed water came out without any problem. To be sure, they asked to investigate to see if there was a problem.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter. Inflated catheter using returned syringe with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Balloon inflated easily no difficulties and maintained proper concentricity and rested with no leaks. Using the returned syringe the catheter deflated passively within one minute and 20 seconds with no difficulties. Therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR reviews is not required as the reported event is unconfirmed. Labelling is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the fixed water was drained and the foley catheter was attempted to be removed, there was resistance and only 9 mm of water was removed. Later, when tested outside the body, the fixed water came out without any problem. To be sure, they asked to investigate to see if there was a problem.